Manufacturer narrative:
The microsensor (826653) was returned for evaluation. Device history record (DHR) review - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection showed no signs of physical damage. Fluid was forced through the tube to observe if the tubing leaked at any point. No leaking fluid was detected. Therefore, the complaint is unconfirmed. Root cause - per the complaint background, leaking csf. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on the second day after the microsensor was implanted in the patient, the physician found that the microsensor was leaking csf. The microsensor was removed and replaced.